Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a wallstent biliary endoprosthesis was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on a (B) (6) female patient (weight is unknown). According to the complainant, dilation of the bile duct with a cook eclipse biliary balloon was necessary for stenosis due to a tumor. The device was introduced without force. When attempting to release the stent, the introducer blue cover broke. The stent was implanted at the common hepatic duct, with exit to the duodenum. The procedure was completed with this device. The procedure was completed with no further complications. The patient's condition at the conclusion of the procedure was reported as stable.